Event description:
Pt was scheduled in 2006 for an aortic valve replacement (avr) embol-x system was inserted without difficulty. At completion of avr and aorta closure, pt was noted to have excessive bleeding, which was identified as coming from the aorta. The pt was placed back on bypass with cannulation. A perforation was noted on the back wall of the aorta, where bleeding was noted. Pt was returned to ICU for recovery. Pt expired the next day. The physician stated that there were no defects observed on the embol-x system. Medical record indicates that pt expired having renal failure and hypotension refractory to all pressors in massive doses, despite treatment with methylene blue. The physician stated that pt's aorta appeared to be "thinner than some".

Manufacturer narrative:
H6. The device was disposed and therefore is not available for evaluation.